Event description:
Affiliate reported that csf leakage was noted due to breakage of the silicone housing and needed to be replaced.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that a small hole was noted in the silicone housing covering the siphon guard, it is not clear if the hole occurred during the implant or ex-plant of the device. This however could not be determined. During the testing of the device leakage was confirmed. Although it is not possible to determine the exact root cause for the problem reported by the customer it might be likely that the device came in contact with the edge of a sharp instrument. Again, this could not be confirmed. The instructions for use warn health care users to use extreme care when handling silicone products as silicone has a low tear resistance. Also exercise care when placing ligatures so as not to tie them too tightly. The use of stainless steel ligatures on silicone rubber is not recommended. Do not use sharp instruments when handling the silicone valve or catheter; use shod forceps. Cuts or abrasions from sharp instruments can rupture or tear the silicone components. Do not fold or bend the valve during insertion. Incorrect insertion can rupture the silicone housing. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.